Manufacturer narrative:
Dexcom and FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Possible broken sensor wire (distal end retained). Patient removed and discarded the proximal segment. Patient reported later that she thinks the wire did not actually break, but that she was just nervous because her son kicked her sensor off her abdomen.